Manufacturer narrative:
Date of event: (B)(6) 2020 date of report: 28sep2020 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator had a noise occur from inside the device. There was no patient involvement. The manufacturer¿s international service technician inspected the device and could not duplicate the reported issue.

Manufacturer narrative:
G4: 28sep2020. B4: 30sep2020. The reported issue was not duplicated. There was no noise confirmed. No parts need replaced. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.